Manufacturer narrative:
One cadd solis vip pump was received to investigate the reported failed accuracy. The pump was received in excellent physical condition. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. The event log showed no evidence of the reported event. To further investigate the reported issue, three separate accuracy tests were performed. Unable to duplicate customer problem; the pump was slightly under delivering but within the published +/-6% specification. It was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range. No further actions were taken after the expulsor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -7.4%. There was no reported adverse event.